Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive pump reset information and guided the caller through the process, resulting in the successful initiation of a sensor session with no recurrence of the error code.